Event description:
It was reported that there were air bubbles or gaps in the infusion set tubing, specifically between the t:lock and the patient, which were observed during the load sequence or tubing fill. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer resolved the issue by changing the infusion set and resuming insulin delivery without changing the cartridge.